Manufacturer narrative:
Concomitant product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that their ¿wires have moved and they had a knot where the wires go into their back¿. They stated they noticed it was all messed up since (B)(6) -2017. They stated ¿it had been coming through the skin since (B)(6) -2017 and there was a knot on their back the size of a golf ball¿. The patient stated that the doctor ¿finally found this out a couple of weeks ago, after they just felt it, they stated they knew what the issue was from feeling it¿. The patient stated that they had been to other doctors and had a CT scan done, ¿ but they couldn¿t figure it out, but the doctor didn¿t know about this, they though it was a cyst¿. The patient also stated that if the knot where the wires were at were pushed on, ¿they would suddenly get a 102 degree fever and be completely bedridden for a day¿. The patient states this had happened for a couple of months now (2018). The patient reported no traumas or falls). The patient stated they met with a manufacturer representative (rep) about a ¿week or two ago¿ in (B)(6) -2018) and they would be in the surgery to fix the issue on (B)(6). The knot where the wires go into the patient¿s spine began in (B)(6) -2017. No further complications were reported/anticipated.